Manufacturer narrative:
H.6. Investigation summary: a samples were returned, but only a photo investigation was performed. Two photos of a 0.3ml bd insulin syringe were provided. Consumer reported when removing the shield before use, the needle with the shield was separated from the hub. The provided photos were examined, and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 9231316. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200842714] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Root cause for this defect cannot be determined. CAPA 1630423 has been opened to address this issue. H3 other text : see h.10.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe before use. The following information was provided by the initial reporter, translated from japanese to english: "when removing the shield before use, the needle with the shield was separated from the hub."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removing the shield before use, the needle with the shield was separated from the hub."